Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent removal of foreign body from the bladder on (B)(6) 2004.

Manufacturer narrative:
(B)(4) - mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05588 the same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent a mesh implantation on (B)(6) 2003 concurrently with laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy due to uterine prolapse, stress urinary incontinence, and cystocele. It was reported that following insertion, starting in 2003, the patient experienced abdominal pain, pulling sensation in the abdomen, burning, back, hip and thigh pain, urinary incontinence, dyspareunia, nausea, anxiety, embarrassment, bloated feeling, constantly feeling of the need to urinate, inability to exercise due to leakage of urine, inability to travel due to incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.